Event description:
It was reported that an analyzer cable interface tool was left in the patient during the procedure with no plans to remove it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products d314m implantable cardioverter defibrillator (ICD), (B)(6)  2013; 6947m implantable tachy lead, (B)(6) 2013. (B)(4).